Event description:
It was reported the lead was broken/fractured. The patient experienced pain at the lead location. Impedance testing and x-rays were done, but no results were provided. As a result of the event, the lead was replaced. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The #0 and #1 circuits were shorted, suspected at the conductor crush site (overstress/damage).

Event description:
Additional information received reported the patient was doing well and had no more pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.